Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went off. The customer¿s blood glucose level was 178 mg/dl. The customer was assisted with troubleshooting and reported that the insulin pump was exposed to moisture. The customer was also reported that insulin pump was cracked on the belt clip. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen. After further examination of the device's interior, electrical board shows signs of corrosion and previous moisture presence just about everywhere. Unable to perform the displacement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.